Event description:
It was reported that the handpiece was sent down to biomedical engineering with a note that said it was broken. Upon inspection, the hospital biomed noticed a crack on the collar of the handpiece. The handpiece has 50 uses remaining and it is used with the gen11 generator. No additional information was known.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Unknown, assumed 1st day of month ((B)(6) 2012) that complaint was reported the handpiece was received with the nose cone cracked. Possible causes of the nose cone being cracked include the handpiece being banged or dropped, over torquing the device, or the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It was connected to a generator, evaluated with a test instrument and an error code 7 was displayed by the screen when trying to perform the hand activation test. The instrument was disassembled to perform an internal electrical test that revealed a short circuit condition at the housing level, affecting the hand activation feature of the device in such way that made it not functional additionally, a torn acoustic isolator and evidence of moisture was found during testing. The handpiece has a number of seals to prevent fluids from entering the housing. "Evidence of moisture" describes a condition where water vapor enters the handpiece cavity during the steam sterilization process. The handpiece is exposed to steam at high pressure. If steam enters the handpiece housing, it results in moisture inside the handpiece when the warm air condenses. This condition is typically noted by oxidation of the aluminum parts inside the housing. The primary path of ingress is the distal seal, caused by a reduction of compressive force on the distal seal. The damaged acoustic isolator could have contributed to the loss of compressive force.